Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path.

Event description:
It was reported the patient's blood glucose level (bg) rose over 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge and leak insulin. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported that the cannula had dislodged from the infusion site. We are unable to confirm the dislodged cannula or determine if it contributed to the reported hyperglycemia.